Manufacturer narrative:
The complaint device is not being returned, therefore is unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event; we cannot discern a root cause for the reported failure mode. However one possible root cause could be the device hit bone or an instrument resulting in the tip of the device breaking off. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available. Depuy synthes mitek was notified of this product complaint via FDA medwatch # (B)(4). Discarded by customer.

Event description:
While completing an arthroscopic rotator cuff tear repair the physician was using an expressew suture punch device to make six simple interrupted sutures through the transosseous bone tunnels. During the procedure it was noted that the tip of the expressew needle fractured. The tip could not be located and was left in the patient. The following information was received from the customer via voicemail on 10/6/2015, after following up with the customer in an effort to get additional complaint event information; the needle was discarded at the time of the event, and there is no further information available.